Event description:
Customer reported the left monitor went dark. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. System operates as intended.